Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulties with deflating the balloon were encountered. Via femoral approach, the physician placed a taxus express2 8.8% 3.0 mm x 20 mm stent in a moderately calcified, 90% stenosed mid left anterior descending (lad). The lesion was predilated with a 2.5 mm x 25 mm maverick balloon and a 3.0 mm x 8 mm quantum maverick balloon. Crossing the lesion with the taxus stent was reported to be difficult. After the stent was deployed successfully, the balloon would not deflate. The physician attempted several methods to deflate the balloon. The physician drew a vacuum on the inflation device and held for a few minutes, the balloon would not deflate. Physician attached adjunct syringes, a 20 cc and a 50 cc syringe, in an attempt to withdraw the contrast media, but the balloon would not delfate. The physician then inflated balloon up to 26 atms and the balloon did not deflate. The physician attempted to deep seat the guide and then using great force pulled back on the balloon, which separated the balloon from the catheter. The decision was then made to send the pt to surgery for balloon removal. The pt's status is listed as stable, the balloon was successfully removed. The pt is reported to have not suffered from any complications during the procedure.

Event description:
It was further reported that following predilation with the maverick balloon, the physician attempted to place a taxus 3.0 x 32 stent. This did not cross the lesion. The physician then predilated proximal to the lesion with a quantum maverick 3.0 x 8 balloon. Again attempted to cross the lesion with the taxus 3.0 x 32 and was unsuccessful. The physician then chose a taxus express2 3.0 x 20 mm drug eluting stent and successfully deployed the stent at 14 atms for 30 seconds. The stent appeared to be well apposed. A kink in the distal polymer was noted at this time. The physician was then unable to deflate the balloon. After several attempts to deflate with multiple syringe, the physician was now unable to see the kink under fluoroscopy. The physician then attempted to pop the balloon with the tip of a whisper, ironman, and standard guide wires. The physician was poking all over due to the tip of the wire not being radiopaque. A cutting balloon was also unable to reach the balloon in an attempt to rupture it. The balloon did not deflate despite all attempts. A kink was noted in the last 30 cm of the polymer segment of the catheter. There was a crimped zone 15 cm from the balloon.